Event description:
It was reported that the ventilator generated a technical error code indicating error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the control printed circuit board (pcb) was found defective. The customer did not accept quotation for part replacement. The control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the control pcb.

Event description:
Manufacturer's ref. #: (B)(4).